Event description:
While connecting the tube from vacuum to the control the catheter cone adapter came off from the body of the control valve. Since the device was not set upon the pt suctioning was not done by this device. Other than changing out the device there was no medical intervention nor pt injury.